Event description:
The customer reported that the tank gauge was stuck on 200. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
The yr of MFR is 1997; exact month could not be determined.